Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage from the 7th proximal strut to the end of the stent in distal direction. The stent was stretched over the tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified left circumflex artery. A 2.75x32mm promus element¿ plus drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.